Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the physician wanted to remove the lead because it was cut during an extraction procedure. The status of the lead is unknown. It was further reported the lead was explanted due to infection. No patient complications have been reported as a result of this event. An infection was also reported.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported the physician wanted to remove the lead because it was cut during an extraction procedure. The status of the lead is unknown. No patient complications have been reported as a result of this event.